Event description:
It was reported that, the patient states that he began experiencing problems with stiffness and soreness in (B)(6) 2011 for which he received cortisone shots. He went to his surgeon as a result of receiving the recall letter. Patient had blood work and MRI on (B)(6) 2012. Dr. Diagnosed abnormal tissue involvement and significant cobalt and chromium level elevations. Patient has experienced very sharp pains which come and go in right hip. This has been occurring in the past two months. He will undergo revision surgery for the right hip in (B)(6) 2012. He feels strongly that stryker should provide information for flushing the heavy metals out of his system which is a big concern.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.